Manufacturer narrative:
Based on new info received on (B)(4) 2011, it was determined that the event was reportable, the probe was exhibiting continuous activation behavior. Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a case the probe unit was being used it began to cause smoke.